Manufacturer narrative:
An event of aortic stenosis and difficulty breathing was reported. It was indicated that upon explant, unknown substance was observed on the leaflets, thought to be calcification. The device was returned to abbott for investigation, all three leaflets had limited mobility and contained biological material with no tears or perforations. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of stenosis could not be conclusively determined. The reported surgical intervention was results of case specific circumstances as valve explanted surgically.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in (B)(6) 2024, a 29mm epic valve was implanted successfully. Follow-up in december 2024 revealed no issues. On (B)(6) 2025, the patient returned for emergent surgical intervention due to aortic stenosis and difficulty breathing. An unknown substance was observed on the leaflets, thought to be calcification. On (B)(6) 2025, the device was explanted and a replacement inspiris 21mm was implanted. The patient was reported to be hospitalized and recovering.

Manufacturer narrative:
Subsequent to the previously filed report, the investigation conclusion summary was updated: an event of aortic stenosis and difficulty breathing was reported. It was indicated that upon explant, unknown substance was observed on the leaflets, thought to be calcification. The device was returned to abbott for investigation, all three leaflets had limited mobility and contained biological material which were identified as pannus and thrombus with no tears or perforations. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of stenosis could not be determined. The cause of reported difficulty breathing could be due to thrombus found on the valve. However, this cannot be conclusively determined. The reported surgical intervention was results of case specific circumstances as valve explanted surgically.